Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment information was not reported and the patient was eventually discharged from the hospital. Three days prior to the receipt of this report, the patient was again hospitalized for the peritonitis. During hospitalization, the patient¿s catheter was replaced. The patient recovered from the peritonitis and was reported to be recovering from the catheter replacement. Dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The caregiver (cg) reported that the home patient (hp) experienced peritonitis due to an infection in the pd catheter. The cause of the infection in the catheter was unknown. On an unreported date, the patient was treated with unknown antibiotics intraperitoneally (ip) (dose, frequency, and start and end dates of the antibiotic treatment was unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient developed peritonitis on an unspecified date 4 months prior to this report. The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).